Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The expiration date is not currently available. Associated medwatches: 1221934-2018-50579; 1221934-2018-50581; 1221934-2018-50582; 1221934-2018-50583.

Event description:
It was reported via email from the depuy new product development manager that a customer reported pull out issues with their 12 degree peek truespan anchors during a meniscus repair. After inserting the first implant, the doctor would only get a little slack, and it kind of sticks and needed to pull harder to get more. This caused the first implant to pull out. The customer stated the doctor felt the suture caught while trying to get the length he normally gets. More pressure was needed to release it. Tissue quality may or may not have been an issue. The doctor kept putting more in until he finally got three devices to hold. The customer discarded the devices.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. A device history record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). Associated medwatch report numbers: 1221934-2018-50579, 1221934-2018-50581, 1221934-2018-50582, 1221934-2018-50583.